Event description:
The facility reported an infusion pump with failure code 810:04. It is not known whether the incident occurred during a patient infusion or while the pump was stopped. The facility's representative stated that no patient incident was reported on this pump since the last baxter service event.